Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16530112, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. It was mentioned that the leads are fractured.